Manufacturer narrative:
(B)(4). Returned meter evaluated with no defects found. Most likely underlying root cause of malfunction: user had poor technique.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer's husband, mr. Pope, is calling on behalf of the customer. The expected non-fasting blood glucose test result range is 80 to 140 mg/dl. The customer reported symptoms of dizziness and shaking. Medical attention is reported during the call on (B)(6) 2015 as a result of blood glucose results and reported symptoms. Customer's husband called emergency medical services (ambulance). The customer is currently not taking medication to manage diabetes. Back to back blood test performed by customer during call on (B)(6) 2015 produced results of 90 mg/dl and 119 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is (B)(6) 2015. The meter memory reviewed for test results: (B)(6).